Event description:
It was reported the pacemaker is at elective replacement indicator (eri). There are concerns the battery depleted faster than expected. Currently the device remains in service. There were no adverse patient effects reported.

Event description:
It was reported the pacemaker is at elective replacement indicator (eri). There are concerns the battery depleted faster than expected. Information was later received that confirmed a previous call to boston scientific technical services (ts) showed the patient had chronic supraventricular tachycardia (svt), and the atrial lead had remained active. Additionally other device features were active which consumed additional battery resources. As such, this device was later explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to b5: describe event or problem. This clarifies the concern of premature battery depletion (pbd) was addressed by a review of the device settings by boston scientific technical services (ts). It was understood that the longevity seen was a result of the patient condition and the device settings, not due to a device malfunction.